Manufacturer narrative:
Although the event mentions a competitor device used for a carotid endarterectomy, the device provided in the product grid and images of the device indicate a stryker screw holding forceps. If, in fact, the stryker screw forceps were used in a carotid artery surgery, the device was used in an off label manner. Since this alleged off label use led to intervention to prevent serious injury, it is being reported. However, the off label use of this device is not in accordance with our product IFU. If additional information is received it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch mw5116814: during a right carotid endarterectomy the provider made an incision on the right side of the neck and exposed the right carotid artery. A javid clamp was placed on the right common carotid artery. It needed to be readjusted and upon doing so, the clamp tore the right common carotid artery. Another javid clamp was opened to the field and exchanged. The provider was able to repair the torn artery and was able to complete the procedure.